Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient is dependent. The ICD was explanted. No adverse patient effects were reported.

Event description:
It was reported, that this implantable cardioverter defibrillator (ICD). Recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient is dependent. The ICD was explanted. And returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filled, to include the product analysis results in the additional manufacturer narrative. The code 3191, was used to capture the surgery. The returned device was analyzed. And a review of the device memory confirmed, that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data. Engineers determined, that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted, in a high current drain. Which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.